Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Product evaluation stated, "product left conforming to print as there was no evidence that states otherwise. The tip of the screwdriver had fractured as stated in the complaint. Per (B)(4), there is a destructive test for one piece per lot that the ¿tip and back end must withstand a torque of 7in/lbs¿. " DHR was reviewed and no discrepancies were found. Investigation results concluded that the instrument most likely failed by being put through excessive force or over torqued while in use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the tip of the screwdriver broke off in the head of the screw peg during insertion through a first mtp fusion plate. The tip of the driver was removed from the screw head with no problems.